Manufacturer narrative:
Product complaint # (B)(4). Concomitant: gst60d.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide details of problem encountered with the tlc75 device. What is the current patient status? Additional information requested and received: what were the indications for surgery? Ladg. What was the surgical procedure being performed? What anatomical structure was device being used on when difficulties were encountered? Subtotal gastrectomy. What is the surgeon¿s experience with device? Yes so much experience. Was the device difficult to close? Yes. Were any unusual noises heard? I don¿t know, the surgeon also doesn¿t know. What troubleshooting steps were used in attempts to open device? Yes. How was the procedure completed? By open surgery. Was there a problem with the tlc75? If so, please explain. Tlc also failed because the surgeon. What is the current patient status? The doctor panicked.

Event description:
It was reported that the jaw of staple did not open so the surgeon tried to open it by doing conversion from laparoscopic to open.

Manufacturer narrative:
(B)(4). Batch # r5a143. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.